Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03271.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference number 3006705815-2019-03271.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03271. It was reported the patient experienced ineffective stimulation. Surgical intervention took place to explant and replace one of the patient's leads. Surgery addressed the issue.